Event description:
The customer alleged receiving an elecsys acth kit with 2 labels. The 1st label was for acth (correct label) and the 2nd label was for tnthsstx (incorrect label). The customer confirmed that no questionable results were obtained but the double-labeled kit prevents proper product identification and could have impacted patient results and its interpretation.

Manufacturer narrative:
The tnthsstx label was with lot number 80224703 and an expiration date of 31-oct-2025. The investigation is ongoing.

Manufacturer narrative:
This error cannot have occurred during production. The acth reagent lot number 78485601 was produced on 14-mar-2024 while the tnthsstx reagent lot number 80224703 was produced on 12-aug-2024. After each lot, there is a line clearance. There were numerous other lots produced between the above 2 mentioned lot numbers. This is a single event. A general issue can be excluded. The investigation did not identify a product problem. The issue cannot have occurred at roche.